Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving via gablofen 2000 mc g/ml 890 mcg/day via implantable pump. It was reported that the physician dropped daily dose from 1100 mcg/day liorasol to 200 mcg/day. Since then, the patient reported hearing electrical sounds in his head and feels spasticity has been controlled at all. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter study was done on 2025-06-25. The healthcare provider has no further information for medtronic. Additional information was provided from a healthcare provider via a company representative stated that the there was no issue with the device. Additional information was provided from healthcare provider via a company representative stated that the patient was taking gablofen at 2000 mcg/ml. According to the physician, the patient has experienced fluid accumulation around the pump since the surgery in (B)(6) 2024. The physician has periodically aspirated fluid from the pump pocket. The both pump and catheter appeared to function as expected. However, while exploring a possible cerebrospinal fluid (csf) leak to repair, the physician also replaced both the catheter and the pump. The only unresolved issue concerning the system involves communication with the pump. The physician noted to the company representative that today that the had attempted to interrogate the pump a few weeks ago but was unsuccessful. However, the patient reported that his managing physician was able to establish a communicator with the pump immediately. Aside from this, the system has been functioning as expected. There were no known environmental/external/patient factors that may have led or contributed to the issue. A past catheter insertion site was tied with a purse string again. A new pump and catheter were implanted. The fluid has been sent off for testing twice. Once it showed csf, another time it was inconclusive. The patient had a dye study performed at another facility a couple of months ago and nothing abnormal was found. According to the note, the catheter was patent, and dye was observed intrathecally. The physician finally decided to explore surgery. The issue was resolved.

Manufacturer narrative:
Catheter: visual inspection identified there was damage to the transition tubing. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that lioresol was in his pump, and what was used for refills by his managing physician. The facility that replaced his pump used gablofen. The rep was not aware if there was any adverse effect from gablofen or from lioresol. The patient was experiencing some sort of electrical sounds in his head since his last tdd surgical procedure, but it did not sound like it was related to the drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.